Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device (a) was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 120º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process. The analysis results found that the hap02 device (b) was received with the iris seal torn. In addition a flr01 device was returned in its sterile package along with the devices. The initiation site appeared to be adjacent to the o-ring and migrated approximately 360º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process. Device b additional information: batch # h92k55, expiration date: 10/2016, manufacturing date: 11/2011.

Event description:
It was reported that during a "colic resection" procedure, three seal caps showed the same problem. After placing the device, when the surgeon closed the valve to create the pneumoperitoneum, the valve broke. The case was carried out and finished by open a fourth seal cap which finally worked. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.